Event description:
It was reported that an increase in capture threshold was observed on the left ventricular (lv) lead. Provocative testing was performed and the lead noise was not reproduced. Reprogramming was performed to resolve event. The patient was stable and will continue to be monitored.